Manufacturer narrative:
Citation: radoslav raychev, satoshi tateshima, fernando vinuela, et al. "Predictors of thrombotic complications and mass effect exacerbation after pipeline embolization: the significance of adenosine diphosphate inhibition, fluoroscopy time, and aneurysm size" interventional neuroradiology 2016, vol. 22(1) 34¿41. The device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause was unknown. Information received from the same report as MFR: 2029214-2016-00527 a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through review of literature that this patient had an intraparenchymal hematoma (iph), located in a remote vascular territory in reference to the treated aneurysm that was fatal. Patients having iph in this cohort had prominent communicating arteries and, despite the remote contralateral location, these mechanisms are potentially applicable to our patients. It is also important to emphasize that the (iph) observed in this cohort occurred in patients with other systemic hemorrhages, indicating causal association with the dapt-induced systemic coagulopathy.